Event description:
It was reported that a female patient underwent a breast reconstruction revision with an unspecified mentor gel breast implant (l) and a mentor memorygel breast implant 700cc and experienced bilateral asymmetry post-operatively. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 7 2022, additional information was received indicating this event was reported in error. There was no implant on the left side of the patient during time period the adverse event occurred. Manufacturer¿s reference number: (B)(4).